Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). There was no report of surgical intervention, however, records indicate that the catheter was removed on (B)(6) 2018. Therefore, serious injury report was selected. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone (5.0 mg/ml, 0.2501 mg/day) via an implantable pump for non-malignant pain. On an unknown, a volume discrepancy occurred. The rep stated that "they aspirated the reservoir and aspirated 40 ml". The rep did not know the amount that was expected. The rep indicated a dye study had been attempted, but they were unable to aspirate the catheter. No further information was provided. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.